Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a patient with an unknown spinal therapy. It was reported that the flex arm could not be tightened. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding additional information was received. Event occurred on (B)(6) 2020. Product didn't come in contact with the patient. Product was used as an auxiliary device. The patient had transforaminal lumbar interbody fusion due to lumbosacral hernia. Update received on (B)(6) 2020: event context: intra-op pre-op diagnosis: lumbosacral hernia procedure involved: med·mis-tlif(minimally invasive-transforaminal lumbar interbody fusion) there were no patient symptoms or complication reported as a result of this event.